Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-05478. It was reported, the patient ((B)(6)) experienced pocket heating, nausea, and "disgusting feelings"while recharging the ipg. As a result, the patient's ipg was explanted and replaced (with a different model). Follow-up revealed the replacement ipg resolved the patient's issues.